Event description:
The customer reported an intermittent 12-lead ECG signal. There was no patient impact.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.